Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following results:a review of the pump¿s history confirmed the pump suspending. The pump was exercised for 24 hours with no suspension or alarms. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. No damage was found to the keypad and all the keypad buttons responded appropriately. The keypad cover was removed and no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that the pump had gone into suspend and then resumed at random two times on (B)(6) 2013. The reported stated that the suspend feature is not used on this pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.